Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a low blood glucose event after the system reduced glucose from a pre-dinner high, followed by ingestion of an unannounced apple before bed, after which the ilet delivered corrections perceived as aggressive; subsequent user overcorrection contributed to a rebound high. Symptoms included hypoglycemia with a nadir of 44 mg/dl for approximately 2 hours and hyperglycemia up to 351 mg/dl for approximately 6 hours, with device alerts for low glucose and no need for assistance or medical intervention. Outcomes included transient hypoglycemia and hyperglycemia that were self-managed with oral glucose, without hospitalization. Investigation included review of device-reported glucose trends and user-reported actions, along with troubleshooting and education on the 15 g every 15 minutes rule and the impact of unannounced carbohydrates on automated corrections. Investigation of this case revealed that glucose variability occurred in the context of system-driven correction during learning and user ingestion of unannounced carbohydrates, followed by user overcorrection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.